Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The casters and caster base were replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported that the unit has a broken wheel. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the caster did not detach from the baseplate and the unit did not tip or fall. The initial event was not MDR reportable.